Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 7 month post implant of perfix plug, patient was diagnosed with hernia recurrence and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug and patch (device #1). Per operative notes, ¿the large direct hernia sac was identified and reduced. A perfix plug (device #1) was placed and secured with prolene sutures. A piece of keyhole mesh was then placed over the inguinal floor.¿ (B)(6) 2017- patient was diagnosed with recurrent right inguinal hernia and left indirect and direct inguinal hernia thereby underwent robotic repair with removal of mesh (device #1) and implant of two bard soft mesh (device #2 & #3). Per operative notes, ¿on the left side, a moderate sized indirect and direct inguinal hernia and on the right his groin plug in the medial space, as well as a small recurrent indirect inguinal hernia. Patient had significant pain in his right groin. The entire plug (device #1) was removed. A bard soft mesh (device #2) was placed in the right groin and another bard soft mesh (device #3) was placed on the left side.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, loss of sexual activity, scarring, inability to sit, inability to stand, inability to care for children and emotional injuries.